Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 4 bursts of inappropriate anti-tachycardia pacing (atp) and 1 electric shock for what appeared to be atrial driven arrythmia. Atrial noise was also present. Technical services (ts) reviewed report with the clinician. Device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating noise was oversensed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 4 bursts of inappropriate anti-tachycardia pacing (atp) and 1 electric shock for what appeared to be atrial driven arrythmia. Atrial noise was also present. Technical services (ts) reviewed report with the clinician. Device remains in service. No additional adverse patient effects were reported.